Event description:
During treatment to the right sfa an everflex self-expanding stent was implanted ((B)(6) 2011). Patient suffered in-stent restenosis and was treated approximately 33 months post procedure ((B)(6) 2014) with an in.pact admiral paclitaxel balloon catheter. Approximately 68 months post stent implant ((B)(6) 2017), patient suffered an occlusion of the right sfa.

Manufacturer narrative:
Approx 69 months post procedure the patient died. If information is provided in the future, a supplemental report will be issued.